Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture, baker grade unknown, and deflation.

Event description:
Patient representative reported right side "inflated [implant] with 450 cc's of saline in each", "right deflation", "implant was removed and found to have a leak at the valve", "capsular contracture" baker grade not specified, "liquified blood and fluid were encountered within the pocket", and "suffered bodily injury and resulting pain and suffering." Patient representative additionally reported "mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care"; these events are not device related. Device has been explanted and replaced.